Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blank lcd screen on the heartmate 3 system controller was confirmed. A review of the log files showed overlapping events spanning approximately 2 days ((B)(6) 2023 per timestamp). Events captured on (B)(6) 2023 occurred during testing at abbott. The driveline was disconnected on (B)(6) 2023 at 13:11:27 for a system controller exchange. There were no notable alarms were active in the log file that would indicate an issue with the controller. The system controller was connected to the system monitor and a blank white screen on the system controller was observed. The lcd display was replaced, and the controller was able to function as intended. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The root cause of the reported event was due to electrically compromised thin film transistors in the lcd; however, a root cause for the damage to the lcd was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller's screen was lit, but there was no information visible. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.